Event description:
The customer reported that it appeared that the m-nsat was displaying constant 88% reading. They did not see any fluctuation until the unit was removed from the monitor. Measuring place was on the right hand (no information on which finger) and clinicans also tried the toes as a measurement site, once they perceived a problem. According to the customer, the m-nsat reading did not change from 88% regardless of where the probe was placed. The patient was poorly perfused. The m-nsat was eventually removed from the room and taken to another room where they felt it was still reading incorrectly. No details are available on patient or reading in the subsequent room. The customer believes that this event happened before intubation.